Event description:
A healthcare professional reported low phaco power was experienced during a cataract extraction procedure. The case took longer to perform, however, there was no delay or harm to the patient. This is one of three medical device reports being filed for this facility.

Manufacturer narrative:
The company representative examined the system and was unable to reproduce the customer reported event. Four of the customer's phaco handpieces were also tested and performed to specifications. No system message related to the event was found in the system event log. Preventive maintenance was performed. The system was then tested and met product specifications. No sample was returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate the reported event. A review of complaints for the last 24 months did indicate two similar reports for this system. The root cause is unknown at this time. (B)(4).